Manufacturer narrative:
Multiple attempts were made to secure the return of the device as well as data logs. However the device was not sent back for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The device history record review was not completed as the serial number was not provided.

Manufacturer narrative:
Additional product codes include: dqe, catheter, oximeter, fiber-optic. Qaq, adjunctive predictive cardiovascular indicator. Mud, oximeter, tissue saturation. Dxn, system, measurement, blood-pressure, non-invasive. Dsb, plethysmograph, impedance. Fll, continuous measurement thermometer. Qms, adjunctive open loop fluid therapy recommender. Olw, index-generating electroencephalograph software. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The device history record review was not completed as the serial number was not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported during use in a hemosphere stream tmr the smart pressure controller was not correlating with the blood pressure cuff values. No additional information was available. There was no patient injury. It is unknown if the device will be available for evaluation.